Manufacturer narrative:
(B)(4). Additional information:the assignable cause was undetermined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). Baxter received one used sample. Visual inspection performed with no issues noted. Clamp function test performed with the following issues noted: broken occluder feet. Leak test performed with no issues noted. Clear-passage tested with no issues noted. Sample was confirmed for the reported problem in the lab. Visual inspection noted no whitish spot on the occlude leg that would indicate possible over-torquing.

Manufacturer narrative:
(B)(4). The sample is available for evaluation. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. This is a product not distributed in the u.s. And does not have a 510k number. Follow-up report will be filed should any significant supplemental information become available.

Event description:
This is an international report where there was a leak observed in the transfer set after being in use for 3 months. The clamp was closed but there is still a leak. There was patient involvement but no patient injury or medical intervention reported.